Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the gear was broken and torn off of the device. Therefore, the reported condition was confirmed. It was further determined that the device failed the following inspection criteria during pretest: check the starting behavior at 2 bar, check power with test stand, minute 190 w (watt) to 260 w, check for air leak, check for excessive noise, check function of forward / reverse and check for free movement. The assignable root cause was determined to be due to improper handling with is user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the air reamer/drill device had an undetermined malfunction. It was reported that the event occurred during use on a patient. It was not reported if there were any delays to the surgical procedure. A spare device was available for use. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.